Event description:
The caller reported that he had a 6.0 plc trach tube with an external balloon leak. The caller could not provide anymore specific information about the area of the failure. The issue required recannulation that was not a part of routine trach changing.

Manufacturer narrative:
The lot number is unknown. If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.